Event description:
It was reported that post-procedure, the patient had a stroke and other neurological symptoms. During the initial procedure, the patient had a carotid endarectomy and placement of the express bilary ld stent in the right mid innominate artery. Post procedure, the patient experienced a hyperemic cheek and headache requiring treatment for hypertension. The patient also experienced a seizure at home, which was treated with heparin. Twelve days post-procedure, she experienced further neurological symptoms. A brain CT showed small clots on the stent and an intracerebral hemorrhage. Further information provided states that the express bilary ld stent does not appear to be occluded with good flow and no symptoms or evidence of ischemia in her arm.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and the product specifications at the time of release to distribution. The most probable root cause classification is user/use error due to off-label use.